Manufacturer narrative:
The reported events were post pace t-wave oversensing, low r-wave amp variation and ¿lead could not be unscrewed from the device header¿. As received, a complete lead was returned in one piece with the helix was noted retracted and clogged with blood/tissue. The reported events of post pace t-wave oversensing and low r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was able to be inserted and removed from a device with no restrictions. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received noted the right ventricular (rv) lead exhibited post-paced t-wave oversensing (pptwos), not the implantable cardioverter defibrillator (ICD).

Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to t wave oversensing and the right ventricular (rv) lead exhibited reduced r waves. A lead revision was attempted, and the rv lead could not be unscrewed from the header of the ICD. It was further noted the header of the ICD was broken. The rv lead and ICD were explanted and replaced. There were no patient consequences.